Event description:
It was reported by the customer that the device was locking up. It was indicated that when pressing the power button there was no display and the unit would become inoperable. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure; however, the cause of the reported problem was not determined. The customer was provided with a replacement device.